Event description:
Customer received discrepant results for free t3 or free t4 for four pt samples. Repeat results analyzed using following methodologies: free t3: ria, brahms. Free t4: delfia free thyroxin from (B) (6). Tsh: ilma from brahms. Pt 1, initial results: free t3=6.0 pg per ml; free t4=200.3 ng per dl. Repeat results: free t3=1.60 pg per ml; free t4=14.4 ng per dl. No info was provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.

Event description:
Customer received discrepant results for free t3 or free t4 for four pt samples. Repeat results analyzed using following methodologies: free t3: ria, brahms. Free t4: delfia free thyroxin from (B) (4). Tsh: ilma from brahms. Initital results: free t3=9.7 pg per ml. Repeat results: free t3=1.65 pg per ml. No info was provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.

Event description:
Customer received discrepant results for free t3 or free t4 for four pt samples. Repeat results analyzed using following methodologies: free t3: ria, brahms. Free t4: delfia free thyroxin from (B) (4). Tsh: ilma from brahms. Pt 3. Tested 3/27/09. Initital results: free t3=10.9 pg per ml. Repeat results: free t3=1.2 pg per ml. No info was provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.

Event description:
Customer received discrepant results for free t3 or free t4 for four pt samples. Repeat results analyzed using following methodologies: free t3: ria, brahms. Free t4: delfia free thyroxin from (B) (4). Tsh: ilma from brahms. P4. Tested 4/1/09. Initial results: free t3=8.6 pg per ml. Repeat results: free t3=2.45 pg per ml. No info was provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.